Event description:
It was reported that the customer experienced low blood glucose levels. Customer's health care professional made adjustments to the pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.